Manufacturer narrative:
This follow-up report is being filled to relay an additional information, which was unknown at the time of the initial medwatch. Concomitant product(s): - a 00630505036 liner standard 62972858; 00620205222 shell porous with cluster holes 63146832; 00223200418 cable cerclage cable 63095739.

Event description:
It was reported that the patient's left hip was revised approximately two years post-implantation due to elevated metal levels, trunniosis and pain. Intraoperative findings noted thickened avascular tissue that was white along the iliotibial tract, milky fluid with some precipitate, a tract that extended through a hole in the abductors with necrosis around the bony trochanter, scar tissue and a hole developing, slit at the base of the taper and residual necrotic tissue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products- 00620205222 shell porous with cluster holes 63146832, 00223200418 cable cerclage cable 63095739, 00771300900 modular femoral stem 63161367, 00784801200 modular neck 63145632, 00630505036 liner standard 62972858.

Event description:
It was reported that the patient's left hip was revised approximately two years post-implantation due to elevated metal levels, trunniosis and pain. Intraoperative findings noted thickened avascular tissue that was white along the iliotibial tract, milky fluid with some precipitate, a tract that extended through a hole in the abductors with necrosis around the bony trochanter, scar tissue and a hole developing, slit at the base of the taper and residual necrotic tissue. There appeared to be some scratching to the polyethylene and because of concern for third party wear and debris the decision was made to remove the liner.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00630505036 liner standard 3.5 mm offset 36 mm i.d. 62972858. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03003, 0002648920-2017-00283 & 0001822565-2017-03028.

Event description:
It was reported that the patient's left hip was revised approximately two years post-implantation due to elevated metal levels and pain.